Event description:
The manufacturer representative reported placement of bilateral dbs system. Pt status post implant was initially fine with no complications noted. The patient presented to a hosp for treatment three to five days post implant and suffered a fatal stroke. The exact date the pt expired is unk. No report of lead explant has been received by the manufacturer. The representative provided the two leads implanted were from the same manufacturing lot number. The device has not been received by the manufacturer for analysis. No other information is available. Additional info has been requested from the physician. A follow-up report will be sent if additional info becomes available.